Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Intimal dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The electronic lot history record (elhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Event description:
It was reported that during a heavily calcified, heavily tortuous, mid circumflex coronary artery procedure, during use of the 2.5 x 28 mm xience pro a dissection occurred. Another non-specified stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. There was no additional information provided.